Event description:
Per the surgeon's report, this patient did not benefit from cochlear implant use. Therefore, she stopped using the device. The surgeon explanted the device in 2006. There are no plans for reimplantation.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.